Event description:
It was reported to philips that fluoroscopy was unavailable due to en100 pcb failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the en100 pcb and restored the device to full use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).